Event description:
It was reported the patient had a skin site infection. The patient was going to be given antibiotics. The implantable neurostimulator and lead were removed on sunday (B)(6) and the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va05mps, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).